Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: this case is from health authority. Pregnant woman underwent surgery due to threatened labor of 2ls, premature rupture of membranes, scarred uterus, and pregnancy related obesity at 37+1 weeks of pregnancy. During the surgery, the doctor used suture to suture the anterior sheath, but the problem of pulling off suture needle happened , causing the anterior sheath tissue to rupture and bleed. Immediately, an electrocautery was added to stop bleeding and the suture was replaced. After the surgery was completed, the patient was sent back to the ward .

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. Pregnant woman underwent surgery due to threatened labor of 2ls, premature rupture of membranes, scarred uterus, and pregnancy related obesity at 37+1 weeks of pregnancy. During the surgery, the doctor used suture to suture the anterior sheath, but the suture and needle broke, causing the anterior sheath tissue to rupture and bleed. Immediately, an electrocautery was added to stop bleeding and the suture was replaced. After the surgery was completed, the patient was sent back to the ward. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6) date sent to the FDA: 12/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * please confirm if the entire suture separated from the needle or if both the suture and needle broke during this procedure. * were there any patient consequences? * other than electrocautery, was there any other measure to treat the bleeding (blood transfussion, etc)? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.